Event description:
On (B)(6) 2013, the patient contacted animas alleging that 51.3 units were inadvertently primed while attached. The reporter stated that blood glucose levels were at 330 mg/dl at the start of the call but when checked during the call, blood glucose levels had decreased to 269 mg/dl. The patient was advised to take glucose tabs to prevent having blood glucose levels go low. The patient¿s next blood glucose was 275 mg/dl however the patient reported starting to feel funny. Emergency medical services were contacted and the call with animas was disconnected after their arrival to the patient¿s house. This report is made based on the allegation that the patient required medical intervention to prevent a serious injury after inadvertently priming while attached at the infusion site.

Manufacturer narrative:
Follow-up #1: date of submission 7/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/05/2016 with the following findings: pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, as the pump information for the complaint date has been overwritten. The black box starts on (B)(6) 2016. The black box data/histories for the event have been overwritten due to continued use of the pump. Unable to verify ¿inadvertently primed 51.3¿ on event date due to overwritten pump histories/data. An ezprime sequence was performed successfully with no errors or alarms. The pump clearly displays message ¿disconnect infusion set from your body!" On the rewind screen and ¿be sure set is disconnected from your body. Then select continue" on the prime screen. No hypersensitive keys observed on the keypad. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Unrelated to the complaint, the display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested for return to animas. The reported event was attributed to the patient priming while attached at the infusion site. The pump user guide instructs the patient, and the pump displays a reminder, to disconnect from the infusion site prior to performing the rewind, load, and prime steps. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.